Event description:
The hospital reported that during a prostate procedure, the fiber "cap detached." A second fiber was used to complete the case. Unknown if cap detached inside patient or if retrieval was required. No further information was available. Patient outcome: "no damage to the patient."